Event description:
It was reported that the patient's device was over-stimulating her. On the weekend prior to the date of this report, the device was on too high and it hurt in her feet and hands. It was over-stimulating her and felt like it was electrocuting her. It was reported that the device made the patient "feel crazy" and like she was "floating." The patient could not get the programmer to turn the device off. It was also reported that the device was not "holding a charge or charging." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was further reported that the company representative met instructed the patient how to turn the stimulation down with the patient programmer. The patient had a difficult time understanding what the buttons were for. The company representative saw the patient the week prior to the report and noted the patient was doing great.